Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet bionic pancreas, with lows occurring overnight and mid day, including a documented glucose of 47 mg/dl; mid day lows were associated with announcing meals when glucose was already low, and education was provided to discuss adjusting the sleep target with the educator. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrate and no need for medical intervention, assistance, or hospitalization. Investigation included review of available usage context and user reports with troubleshooting and education provided. Investigation of this case revealed no device alarms or malfunctions reported and no component failure identified, and the cause of hypoglycemia remained unclear though user timing of meal announcements was a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.